Manufacturer narrative:
No blank display during testing. No damage found on the lcd isolation tape. The pump also had a stripped battery cap coin slot, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump turns off alone without an alarm. Customer stated that the insulin pump has a blank display. Customer's blood glucose levels were not included in the report. Nothing further was reported.